Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the distribution node, breaking all wires in the cable, causing the add gel messages. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a (B)(6) patient was experiencing "add gel" messages without prior gel release.